Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user elected to discontinue and return the ilet after experiencing hypoglycemia, citing lifestyle considerations and a documented low blood glucose of 45 mg/dl that was corrected and for which the device alerted. Symptoms included sweating and feeling shaky. Outcomes included no need for external assistance and no medical intervention or hospitalization. Investigation included complaint intake, review of the low glucose event details, and provision of troubleshooting and education. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the event was most consistent with hypoglycemia of unclear cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.